Event description:
Roadrunner mobility technician alleges he was dispatached to enduser for chair not holding power, and clicking noises.

Manufacturer narrative:
(B)(4) has been initiated for this event. Model m51, serial number/date code (B)(4) is approximately 5 years and 11 months of age. The owner's manual part number 1125085 (rev j oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The technician alleged that he was dispatched to the end user for chair not holding power and clicking noises. Replacement parts were ordered and the defective part will be returned for evaluation.